Event description:
As reported, the tension indicator of a 6/7f mynx control vascular closure device (vcd) passed the black line and then felt locked, and the tension indicator no longer moved. The device was removed, and hemostasis was achieved with manual compression. There was no reported patient injury. The device was tested outside the body after removal, and the sealant was confirmed to be deployed. The device was stored, prepared, and used according to the instructions for use (IFU). The physician was certified in the use of the device and had prior experience. The device was used in a percutaneous transluminal angioplasty (pta) procedure with a retrograde approach. The femoral artery suitability was verified by angiography, including insertion angle of the vascular sheath introducer. The vessel diameter was greater than 5 mm. There was no stent near the puncture site, no stenosis greater than 50% at the puncture site, and no prior closure at the target femoral site within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. A non-cordis introducer sheath was used. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.